Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the patient continue to experienced extracardiac stimulation caused by the rv lead. Reprogramming was done and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted the rv lead thresholds increased again. It was further reported that the patient experienced reoccurring diaphragmatic stimulation caused by the rv lead. Reprogramming was done to minimize the issue and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing pectoral muscle stimulation and it was noted that during follow up the right ventricular (rv) lead had increased rv capture thresholds since implant and that they were high. It was noted that the implantable cardioverter defibrillator (ICD) battery life was being ¿eaten up¿ as a result. Reprogramming was performed. The rv lead and ICD remain in use. The patient is a participant in (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.